Event description:
It was reported the patient was unable to enter MRI mode due to high impedances on contacts 15 and 16. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000172772.